Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient passed away from natural causes: respiratory arrest, chronic systolic heart failure, cardiomypathy and arteriosclerosis. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.